Event description:
Device implanted in january, 1994 with readmission for cellulitis of wound in april, 1994. In late may, pt presented with dysuria and cystoscopy showed ersion of the cuff. Due to this complication, the device was removed june 1, 1994.